Event description:
Upon the initial investigation of this product on 9/18/1998 it was discovered that the catheter was detached at the proximal end and ballooned at the distal end making this complaint a MDR.